Event description:
This is a report of a home patient that passed away. The cause of death was reported to be a heart attack. The patient experienced a heart attack, was admitted to the hospital and passed away the same day. Treatment at the hospital was not reported. The patient's nurse refused to provide any additional details related to this report.

Manufacturer narrative:
(B)(4). The device was evaluated and there was no failure or malfunction identified that could have caused or contributed to the patient death. A device history review and service history review was completed and there were no issues noted. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, or if additional relevant information is received, a supplemental report will be submitted.